Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips kept sticking in the medium-large clip applier instrument and not adhering to the patient tissue. Several attempts were made. The technician had to physically pull the clip out of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip used was a green hem-o-lok clips specific for the clip applier. The vessel or tissue bundle was not greater than the specified diameter suggested. No clips had been done. This was the first fire for the case. It would not work and was taken out, evaluated, and attempted again. The technician had to physically pull clip out. The device was taken off field, and another instrument was obtained for case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and found to have to bent grip, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The instrument passed the clip test on both attempts. The complaint was confirmed based on failure analysis.